Event description:
Related manufacturer reference number: 2017865-2025-10866, 2017865-2025-10867. It was reported that the patient presented for an in-clinic follow-up experiencing worsening heart failure. Upon review, it was noted that the left ventricular (lv) lead and right atrial (ra) leads exhibited failure to capture. X-ray imaging was performed and revealed a dislodgement of the lv, ra and right ventricular (rv) leads. The rv, lv and ra leads were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of lead dislodgement and failure to capture were not confirmed. As received, a complete lead was returned in one piece. The helix was extended and clogged with blood/tissue. The measured full helix extension length was within specification. Electrical testing was normal. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.